Event description:
A home patient contacted quality assurance to report the notation of holes in the tubing of the homechoice set during priming with three homechoice sets. Reportedly, the home patient didn't notice anything unusual with the overpouches nor was there any moisture noted in the door of the homechoice machine. The patient reported seeing moisture "skit down the tubing", however, the exact origin of the leak is unknown. No moisture was noted anywhere around any of the supply bags. The home patient completed therapy by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.